Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a pt (age and gender unk) the device displayed a "defib disabled" message. Complainant indicated that during subsequent testing by biomed the device displayed "defib disabled" and "defib fault 76" messages. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.